Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that since the implant, the pump has not helped with any pain relief and the patient continued to be in pain.  They tried to bolus the other day and it said the bolus went through but the patient was not getting any pain relief. The patient stated that they have been using the personal therapy manager (ptm) every day, but it did not do anything. The patient also stated they were in so much pain that they could not even get off the bed or walk sometimes. The pump had dried for 1-2 years, and the new physician filled the pump but never checked the pump. They do not know what medications were in the pump. The patient was redirected to their healthcare provider to further address the issue.